Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was losing battery power and she received a failed battery test on the insulin pump. Customer stated that the pump keeps alarming. Customer reported that she cleaned the cap and the compartment. Customer stated that the battery is lasting longer than normal. Customer's blood glucose was 190 mg/dl. Customer stated that she has used a lithium battery and it would last 2-3 weeks. Customer cleaned the contacts of the battery cap. Troubleshooting was performed and the customer received a failed battery test alarm. Customer was advised to monitor the alarm and that she will be shipped a battery cap as a courtesy to rule out any possible issues with the battery cap.